Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with moisture damage motor, vibrator and battery tube assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer's blood glucose value was unknown. Customer states insulin pump had no delivery and failed battery test alarms. Customer also stated that insulin pump had scratches and foggy screen. The insulin pump will not be returned for analysis.